Event description:
It was reported that a broken needle occurred. The sensor was inserted at the upper buttocks, which is off-label usage of the device, on march 15, 2021. The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted at the upper buttocks, which is off-label usage of the device, on (B)(6) 2021. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.